Event description:
It was reported that the manufacture's representative called the manufacture's technical services representative to ask for help in determining if the device recorded episode of flat line was real or due to loss of signal (was true asystole or not?). Save to disk was reviewed that determine that it is most likely true asystole. The patient was not able to report if there were symptoms or not at that time. It was also reported that oversensing was observed on fast ventricular tachycardia episodes. It was later reported that the device was explanted and replaced by a pacemaker system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Oversensing had been noted per the tech services call, otherwise no anomalies were found. Upon analysis, no anomalies found.

Event description:
It was reported that the manufacture's representative called the manufacture's technical services representative to ask for help in determining if the device recorded episode of flat line was real or due to loss of signal (was true asystole or not). Save to disk was reviewed that determined it is most likely true asystole. The patient was not able to report if there were symptoms or not at that time. It was also reported that oversensing was observed on fast ventricular tachycardia episodes. It was later reported the device was explanted and replaced by a pacemaker system due to pauses in heart rhythm and underlying symptoms of paroxysmal atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Oversensing had been noted per the tech services call. The 160ms tick marks that usually accompany loss of contact/loss of signal were not visible. It appeared to be true asystole. Upon analysis of the device, no anomalies were found.

Event description:
It was reported that the manufacture's representative called the manufacture's technical services representative to ask for help in determining if the device recorded episode of flat line was real or due to loss of signal (was true asystole or not?). Save to disk was reviewed that determine that it is most likely true asystole. The patient was not able to report if there were symptoms or not at that time. It was also reported that oversensing was observed on fast ventricular tachycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.